Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient with hard bone underwent the spinal fusion procedure on (B)(6) 2019. During the final tightening of the matrix locking cap, two (2) t25 shaft long stripped at the distal end tip. Surgeon was able to complete the final tightening with the shorter shafts found inside the set. Nothing fell or broke inside the patient. The patient was not affected. There was no surgical delay. Procedure was successfully completed. Concomitant devices reported: unknown matrix locking cap (part#unknown, lot# unknown, quantity 1); unknown rod (part#unknown, lot#unknown, quantity unknown). This report is for one (1) t25 stardrive shaft f/matrix long. This report is for 1 of 2 for complaint (B)(4).